Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Root cause analysis determined the leak was caused by an under cured o-ring. Due to the critical nature of this part, any failures are considered catastrophic. CAPA-0008098 was initiated to further investigate the root cause and put corrective actions in place. The issue has been confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the hydrogen leak test failure was detected at the male rotating luer. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. (B)(6) h3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.